Manufacturer narrative:
Replace battery alarm, pump error 25 and power loss alarms confirm in long trace download analysis. The power management tool confirmed power error 25, power loss alarm and replace battery alert was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked retainer and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call for replace battery now alarm. Blood glucose was in the 74 mg/dl. Customer reported that alarm occurred less than 10 h from low battery. The insulin pump will be returned for analysis.